Event description:
It was reported in the literature article, ¿intractable interference between epicardial and transvenous pacemakers induced by radiofrequency catheter ablation¿ that epicardial lead anomalies were observed during a procedure including insulation break, lead fracture near the pacemaker connector resulting in sensing failure and asynchronous pacing and output failure. There is no documentation on how the epicardial lead was addressed. The patient was discharged 2 days later without complications. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).